Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results on a performa meter, compared to a professional meter, within 10 minutes: 128 mg/dl, 110 mg/dl, 121 mg/dl (performa meter) and 56 mg/dl, 46 mg/dl (hospital's meter). The patient was in the hospital for cardiac issues and not related diabetes or the blood glucose monitor. The patient was treated with glucose. Return of the suspect device was requested for evaluation.